Event description:
Two sets of IV tubing would not prime. Drip chamber would fill, but fluid would not flow. Of note, upon notification of this event, only a picture of the front of the package was provided. Some device information may be limited because of this.